Event description:
It was reported that this right atrial lead was surgically capped/abandoned in (B)(6) 2015, due to patient chronic condition (atrial fibrillation). No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).